Manufacturer narrative:
Medtronic investigation <(>&<)> conclusion: complaint was not confirmed for the fusion oxygenator's high pressure. Analysis of the returned device was unable to replicate the reported incident. The returned oxygenator resulted in a blood side pressure drop of 166 mmhg at a flow rate of 7 l/min. This is used as an indicator for device performance from a restricted flow or high pressure drop perspective, and the results were as expected (no device issue). Testing suggests the high-pressure excursion experienced may be patient or clinically related. Other potential contributing factors include low heparin protocols, temperature extremes, or variability in heparin potency causing a faster decline in anti-coagulation than anticipated. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. There were no patient/clinical safety issues reported. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator during an elective coronary artery bypass grafting procedure ,15 minutes after initiation of bypass, the pre-oxygenator pressure started to increase from 300 mmhg to 495 mmhg over a period of 7 minutes at an arterial flow of 4.9 l/min. The post-membrane pressure was constant 160 mmhg. The act was 831 sec. The pre-oxygenator pressure kept increasing, so after discussion with the anesthesiologist and surgeon 500 ie of at3 was administrated. After 2 to 3 minutes the pre-oxygenator pressure started to fall down to 300 mmhg. The customer stated that the rest of the perfusion was uncomplicated. The oxygenator was used to complete the procedure. There was no impact to the patient associated with the event. The act before the start of bypass was 514 seconds, normothermia. Temp 36,1 at ecc start. The heart and lung machine was primed for 45 min before the start of bypass. The hemoglobin was 9.2 gm%; hct 45, patient height 180, bsa 2,05. Blood flow at 2,4 l/min = 4.9 l/min. Only drugs used was heparin administration, until at3 was given after the discussion with anaesthesiologist, and surgeon.

Manufacturer narrative:
Initial product analysis: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks. Performance testing indicated an expected blood side pressure drop (166 mmhg). Initial product analysis did not confirm the alleged device complaint allegation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.